Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Not received, log review only.

Event description:
The customer reported a pca epidural infusion was intended to be programmed for fentanyl 2mcg with bupivacaine 0.1% and instead was programmed with 2mcg fentanyl and bupivacaine 0.0625%. The programming error was discovered 2 hours later by another clinician and corrected; there was no patient harm. The customer is requesting a log review to confirm the programming error.

Manufacturer narrative:
The report of an underinfusion related to a programming error could not be confirmed. No product or event logs have been returned for this investigation. No further investigation of this event is possible at this time. The root cause of the underinfusion was not identified.